Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery faults / charger faults) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.